Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This event if filed for chordal rupture. It was reported that on (B)(6) 2017, the patient, with functional mitral regurgitation (mr), underwent a mitraclip procedure. The posterior mitral leaflet was restricted on the lateral side from the anterior 2/posterior 2 (a2/p2) leaflet segment. Two mitraclips were implanted without difficulty at the medial and central segment of the a2/p2 leaflet segment. A third clip was advanced and was steered down into the left ventricle. The clip was opened and there was immediate contact with the chordae. A chordal rupture occurred. The clip was pulled back into the left atrium and re-positioned, then implanted, at the site on the leaflet where the chordal rupture occurred. After implantation of three clips, the mr was reduced from grade 4 to grade 1-2. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from the lot. The reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip nt system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported difficulty removing the clip could not be determined. The reported tissue damage (chordal rupture) was a result of the difficulty removing the clip from the chordae and is therefore related to procedural circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
Subsequent to the initial 30-day medwatch report, additional information was received, indicating that when the clip came into contact with the chordae, difficulty was noted removing the clip and a chordal rupture occurred. No additional information was provided.